Manufacturer narrative:
There was an a33 alarm during prime/a33 test at 4 lbs due to faulty fsr (gold). The insulin pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and scratches on the reservoir tube window.

Event description:
It was reported that the insulin pump alarmed during the manual prime. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.